Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens did not deploy. Additional information received stating that at implantation lens did not release due to bent applicator. There was patient contact. The procedure was completed on same day. In the surgeons opinion faulty product contributed to event.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Insufficient amount of ophthalmic viscosurgical devices (ovd) observed in the device - no ovd observed past the lens. The plunger has been advanced to mid nozzle. The plunger is bent to the right and is advanced over the intraocular lens (iol). The iol is advanced to mid nozzle and is damaged. Photo review: photos provided show an activated company device. The plunger and iol appear to be advanced to mid nozzle. The plunger appears to be advanced over the iol and is bent to the right. The iol appears to be mangled. The root cause for the reported complaint is most likely related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).